Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula came out from a wrong area. This indicates a needle mechanism failure. The patient's blood glucose levels were not affected.

Manufacturer narrative:
The reported event stated that the cannula came out from a wrong area. The device was returned not deployed. The device deployed during the investigation upon manual rotation of the ratchet gear. The download data indicates that the device ran 46 pulses and then was deactivated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.